Event description:
Dobhoff tube placed in nare without incident. While attempting to remove wireguide from inside of dobhoff tube, noted resistance as wireguide was pulled out of dobhoff tube and cap that marked wireguide was all of a sudden separated from the wire. Dobhoff tube eventually removed.